Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window. No blank display anomaly noted. Unable to perform the operating currents due to button/keypad anomaly. No damage found on the isolation tape noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 242 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.